Event description:
User received discrepant hcg results for three patient samples. Sample 1 initial result was 33.03 miu/ml, repeat result was <0.1 miu/ml and 0.1 miu/ml on another analyzer. Sample 2 initial result was 29.01 miu/ml, repeat 0.1 mio/ml. Sample 3 initial result 37.36 miu/ml, repeat result was <0.1 miu/ml and 0.1 miu/ml on another analyzer. Initial results were reported. User does not have any information regarding treatment, outcomes or if there were any adverse effects. The field service representative could not find a problem with the analyzer and noted the user will monitor patient samples and is working with the technical service representative concerning possible sample preparation issues. Performance tests were performed which were within specification.